Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the "machine is not switching on." Philips considers this a failure to power on. There was no reported patient involvement.